Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had critical battery alarms. He stated he had pump stoppage but no alarms were noted on the event history. He demanded to have the pocket controlled changed, thinking there was a "short" in the controller. It only happened when he changed batteries. He did not have any symptoms. The alarms could not be replicated in the clinic. The site changed the controller in clinic because was adamant he wanted it exchanged. The patient was stable during the controller exchange and after the controller exchange.

Manufacturer narrative:
The controller was returned for analysis. The reported event was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4) log files revealed multiple premature switching events and critical battery alarms. These events are most likely due to communication anomalies between battery and controller. Log file analysis did not reveal any controller power-ups. Analysis revealed that the device failed visual inspection due to a missing serial port cap. The most likely root cause of the missing serial port cap can be attributed to mishandling of the controller. This failure mode is not related to the reported event. Heartware has opened an internal investigation under to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.